Manufacturer narrative:
No corrective action will be implemented in this case. This type of reported event will continue to be monitored.

Event description:
Additional information was received that the death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient on this event was alive and remains ongoing on the left ventricular assist device (lvad) support.

Event description:
It was reported that the patient presented arrhythmias post discharge from the intensive care unit (ICU). The patient was readmitted to the ICU in emergency post cardiac arrest, syncope, and loss of consciousness. Inotropes were initiated, cardiopulmonary resuscitation, and cardioversion performed. It was noted that an audible and visual low flow alarms were active. Additional information was provided that the patient did not have history of arrhythmia before the left ventricular assist device (lvad) implant. The type of arrhythmia and whether the arrhythmia in this event was thought to be device or therapy related was unknown. The patient ultimately passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.